Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that smartsite bd needless connector had foreign matter the following information was received by the initial reporter with the following verbatim it was reported by the customer that liquid drops found in the component¿s cavity.

Manufacturer narrative:
The customer reported that there was liquid in the smart sites and returned photos of the incident. The photos verified the failure, and the complaint of water in the sets. Potential cause/root cause definition: root cause was not defined since the presence or quantity of silicone reported by the customer as leak is considered acceptable according with the in process for smartsite quality specifications (dir (B)(4)) and the record lube monitoring data form dir tahiti-10000075153 from the lot of sub assembly used to build the lot reported. In addition, according with a biocompatibility test the devices and their components are considered appropriate from a biological and toxicological perspective for its intended use as defined by bd in the IFU for the marketed product (see attachment. Smartsite memo). Corrective and preventive actions: no actions were defined since the condition reported by the customer is considered acceptable according with the in process for smartsite quality specifications (dir (B)(4)). However, we will continue to monitor our customer feedback processes for any similar incidences, implement any corrective actions as appropriate. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.